Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that two cassettes out of a box were leaking during their pd treatment. There were no reported alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that the patient was able to complete treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient did not contact the clinic regarding the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the nurse could not provide any additional information regarding the fluid leak. The lot number of the cassettes used is unknown. Additional information has been requested, however to date has not been received.